Event description:
A customer reported encountering cgm error 42 while using their device. After troubleshooting, there was no adverse impact on the customer's blood glucose level. The customer was guided through a pump reset by technical support, and the issue was resolved without further errors, allowing them to successfully restart their sensor session.